Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist, approximately two years and ten months after the transcatheter pulmonic valve replacement (tpvr) procedure with a 23mm sapien 3 valve, the patient presented with pulmonic stenosis and intravalvular regurgitation. During the subsequent valve in valve intervention, the team attempted to replace the existing 23mm sapien 3 valve with a 23mm sapien 3 ultra resilia valve; however, the operator was unable to fully expand the previously implanted valve to allow complete deployment of the 23mm sapien 3 ultra resilia valve. As a result, the team elected to implant a non-edwards valve. The patient was in stable condition.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. Correction to a1. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of stenosis and central regurgitation has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the DHR, complaint history and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately two years and ten months after the transcatheter pulmonic valve replacement (tpvr) procedure with a 23mm sapien 3 valve, the patient presented with pulmonic stenosis and intravalvular regurgitation". Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, due to insufficient information provided, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.